Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 419 mg/dl. The customer reported that the insulin pump received no delivery alarm and insulin pump was not working correctly. The customer declined troubleshoot for no delivery alarm. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.